Event description:
It was reported by service report that the bed is missing the nurse call cable for bed exit hookup. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable ordered and will be provided to customer.